Event description:
Prolonged intense pie in the abdominal area after one treatment with m8 at 6 months after treatment.

Manufacturer narrative:
On 06-sep-2023: fu report is submitted to update/correct the following fields: b5 (event description) was updated; d7a - 'no' was ticked; d9 - date returned to manufacturer was added; h3 - was updated to 'yes'; h6 - codes were updated as follows: type of investigation 'testing of actual/suspected device' was added, investigation findings were updated to 'no device problem found', investigation conclusions were updated to 'caused traced to non-device related factors'. H7 - 'inspection' was added; service inspection reports have been attached. Investigation summary: the immediate immune reaction was most probably triggered by using a numbing cream with high percentage of anesthetics and individual factors. Further, the healing was impeded due to peripheral treatment area. Service inspection revealed no technical issues and treatment parameters are in accordance with the recommendations in IFU. Importantly, there is a remarkable improvement in skin laxity of the abdomen on the "6 months post treatment" photos relative to before photos provided to inmode. The patient is not responsive to clinic's attempts to reach her to get more recent photos. Hence, the case was closed.

Event description:
Prolonged intense pie in the abdominal area after one treatment with m8 at 6 months after treatment. Since the pie is observed 6 months post treatment and has exceeded the expected time for full resolution, it was decided to report this incident. Nevertheless, this post-inflammatory erythematous reaction is of a superficial nature and is expected to subside, although currently it is hard to predict the exact time required for the normalization.

Manufacturer narrative:
Adverse event reported 6 months after treatment. During the following period after the ae, the technology has continued to be used regularly and daily without ever having had a problem and therefore a technical inspection at this point could not detect any significant evidence relating to the event that occurred 6 months ago. We suspect either a certain hypersensitivity of the patient or an incorrect setting of parameters used during the treatment. Investigation is in progress.